Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased carbon dioxide results processed on the architect c16000 processing module. The customer repeated the sample and the results are higher. The customer provided the following data for one patient: initial result = 8.6438 mmol/l repeat result = 24.7098 mmol/l. Normal reference range is 22-29 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased co2 results included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. A ticket search by the lot number did not identify an increase in complaint activity related to the issue under review. Trending review by the list number did not identify an increase in complaint activity related to the issue under review. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer observed falsely decreased carbon dioxide results processed on the architect c16000 processing module. The customer repeated the sample and the results are higher. The customer provided the following data for one patient: initial result = 8.6438 mmol/l repeat result = 24.7098 mmol/l. Normal reference range is 22-29. No impact to patient management was reported.